Event description:
It was reported to philips that the device was not detecting the paddles. There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed. The paddles were cleaned and reseated on the device. The device remains at the customer site and no further evaluation is required at this time.